Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following implantation of an intraocular lens (iol) the patient experienced decreased bcva (best corrected visual acuity), dizziness, nausea on and off, the vision was worse than before surgery, decreased vision, blurry vison an no depth perception. The patient feels anxious, pressure increased, lost appetite and weight. The patent has blood shot eye. Va was limited by inflammation and edema, treated with antibiotic and steroids. The patient experienced descement fold, corneal opacity linear.